Manufacturer narrative:
Failure analysis noted that there was no up and down button response due to flattened up and down button dome switch. They were unable to verify the battery out limit alarm due to no up and down button response. There was no moisture damage inside the pump. There was no ramping numbers on their own or scrolling bar moving anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that the pump alarmed battery out limit and she was unable to clear it because the esc button was not responding. The customer stated that she went jogging and the pump was exposed to body heat and perspiration. She treated with manual injections. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.